Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: us157848, item name: m2a magnum cup, lot #: 314650, item #: 51-104120, item name: taperloc stem, lot #: 2797879, item #: 139256, item name: m2a magnum taper adaptor lot #: 377860. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02098.

Event description:
It was reported patient underwent hip revision approximately five years post-implantation due to elevated ion levels and pain. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No device or photos were received; therefore the condition of the component is unknown. DHR was reviewed for deviations and/or anomalies with no related deviations/anomalies identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection found the outer radius to be scratched and worn consistent with metal on metal construction. The head remains assembled with a taper insert. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information available at the time of this reporting.